Event description:
It was reported that pump displayed malfunction alarm code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical Support provided pump reset instructions, assisted customer in resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any further malfunction alarms occurred, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.